Event description:
Provider states that the monoport is not working on the joystick. Provider states with this not working the user cannot turn the chair on himself he needs assistance from someone else to turn it on. No additional information provided.